Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 40 mg/dl at 12:47 p.m., 228 mg/dl 12:48 p.m., 189 mg/dl at 1:01 p.m., and 86 mg/dl at 1:03 p.m.